Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Procedure: right shoulder sad + rotator cuff repair, dr xxxx xxxxxxxx - (B)(6) hospital (B)(6) 2018. Fms chondrotome damaged. When foot pedal pressed with hand piece attached to shave/ burr it shorted the fms pump and rebooted the whole system. This happened numerous times before we swapped the pump, foot pedal and chondrotome during the case. Jnj rep then tested it after the case and worked out that the chondrotome was the faulty piece of equipment. No ae to patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint device was received and evaluated. Visual inspection revealed the device was in used condition as expected. A continuity test was performed on the handpiece, results revealed the motor shorted to the body of the handpiece, thus confirming this complaint. The hand piece was not plugged into a test fms pump due to the possibly of damaging the pump. The short between the motor and the handpiece body would have caused the customer's pump to reboot. Possible root cause could be due to liquid ingest in the chassis, resulting in internal components exposed to moisture. However, a specific root cause for the short cannot be determined. A check of the manufacturing finished goods records for the reported serial number revealed no anomalies relating to the reported incident. This serialized lot were released for distribution on july 04, 2014 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. Furthermore, a review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serial number device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).